Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. A physical sample was received; optical inspection was performed using the naked eye. A shipping carton containing a plastic bag with an assembly of a cinryze product vial (lot# c4a005aa) connected via mix2vial device to the swfi (lot# l000514) was received. The cinryze vial contained only some drops of a viscous mass. It seems that only some drops of swfi transferred and the lyocake in the product vial was dissolved in these drops. The swfi vial contained a large amount of clear swfi. Then the mix2vial was detached from both vials. The crimp cap of the product vial had appr. 10 dents whereas only 3 dents should be present with correct handling of the device. The swfi vial crimp cap had no dents. The appearance of the physical sample leads to the conclusion that wrong customer handling was the reason for the complaint. Review of release documentation of lot c4a005 showed that there were no nonconformities, failures, rework or deviations that contributed to the reported problem. No corrective and / or preventive actions were applicable. The complaint is not confirmed. A review of the monthly report (december 2024) for cinryze was also performed relative to the subcategory "no diluent transfer". The complaint rate for 2024 is approximately 0.00825% compared to 2023 (0.00741%) and 2022 (0.00119%).

Event description:
The complaint states, "product quality complaint (pqc) information received via email. It reads as follows: "good afternoon,we had a patient who needed a dose of cinryze.when the nurse connected the vial to the adaptor, the sterile water would not go into the cinryze vial due to no vacuum being present. I watched the nurse do it again with 2 different vials and both vials worked as intended." Follow up information: "additional information obtained from reporter on 15nov2024: 1. Did the patient miss a dose due to this occurrence? Ans: patient did not miss a dose. We were able to get more vials from another hospital. 2. Is the sample available for return and if so, can you provide the address where the return packaging should be sent? (B)(6). 3. How much water transferred? Some? None? Ans: no water transferred."